Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d7 h3, h6: part: 03.019.013-us. Lot: l699698. Manufacturing site: werk hagendorf. Release to warehouse date: february 06, 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the complaint device protection sleeve was returned to customer quality (cq) west chester for investigation. During visual inspection, the sleeve was found to be scratched and nicked. Functional test: a functional test could not be performed as the sleeve was not returned with a mating device to evaluate the complaint condition. Dimensional inspection: according to drawing: inner diameter of the proximal end: conforming. Inner diameter of the distal end: conforming. Document/specification review: based on the date of manufacture, the current and manufactured version of drawing were reviewed. Conclusion: the sleeve was returned without the guide sleeve for evaluation but the sleeve had scratch marks on it¿s ends. Hence, the overall complaint was confirmed. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1, d9.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the utter trocar for multiloc screws will no longer hold middle sleeve. It was discovered in sterile processing department. There was no patient involvement. This complaint involves (1) device. This report is for (1) 13/10 protc slv 4.5 ti multiloc scr/150. This is report 1 of 1 for (B)(4).